Event description:
Pt underwent cataract surgery on 6/24/96, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon noticed that during insertion the lens ejected too quickly causing a posterior capsule tear and the surgeon said a vitrectomy was necessary. The surgeon then implanted a three piece lens and the pt is doing well, her visual acuity is 20/25.